Event description:
It was reported that the patient presented for follow up, upon interrogation the pulse generator exhibited eri, magnet rate was 71.1 bpm, battery voltage 2.27, battery current less than 1 ua, and battery impedance 7.8 kohms. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis verified the complaint.